Manufacturer narrative:
If the unit is returned for evaluation and any new information is discovered, a followup report will be submitted.

Event description:
The patient was in treatment in hospital: after 20 minutes of use it was noticed that the patient's saturation was low. Testing was performed and the unit was in tolerance range only on position 12.

Event description:
Unit was returned for testing. Unit received in good condition. The unit in question is within manufacturers' specifications. The alleged incident reported could not be duplicated, o2 was delivered from the unit to specifications.